Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed a no delivery alarm. Customer went to the emergency room due to low blood glucose, customer passed out at one point. After the emergency room visit, customer's blood glucose was 500 mg/dl. Customer had changed the sites 3 times. Customer was assisted in performing the high pressure test, test passed. Customer was advised to change entire set, reservoir, and insulin. Customer will not be returning the device for analysis.